Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with a neurostimulator (ins). It was reported that they are getting impedance greater than 4k ohms on all contacts - monopolar and bipolar during an ins replacement. The caller stated they have already retracted the lead, suctioned the header, wiped the lead and increased impedance settings to 1.0v and 300 pw with no resolution. The caller stated it was a tight fit inserting the lead into the header block but there was no issues and they can see blue tip. The impedance were not check pre-operatively as the ins was dead. Technical services had the caller increase impedance settings to 1.5v and 300 pw then to 2.0v and 360 pw with the same high impedance results. The caller confirmed everything was secured in the pocket site, there were no issues with the header, and when the healthcare professional tugged on the lead, it was secured in the header block. The caller stated the patient had been programmed in the office so they believe the lead was intact. Technical services had the caller set up the program to 0-1 pair and 2-3 pair and stimulation for the toe flicked but no movement was seen. Technical services reviewed healthcare professional could stim for a few minutes to see if the impedance comes down otherwise it is likely that something needs to be replaced. Technical services reviewed typically the ins is not the issue but only way to rule out the ins would be to test it with cables and it would be the healthcare professional's decision to replace the ins or the lead. No further patient complications are anticipated or expected as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
No new information.